Event description:
It was reported that during a peripheral therapeutic 4-fevar procedure, an altatrack guidewire was used with a non-philips angiographic catheter. During navigation, fluoroscopy confirmed a stable position in the middle of the vessel for a safe exchange to an interventional guidewire. Therefore, the altatrack guidewire was removed, but contrast medium unveiled a small dissection in the mid celiac artery trunk. The dissection was immediately closed successfully with a covered stent. No patient injury reported. This adverse event is being submitted because the altatrack guidewire caused a dissection, and required additional intervention. There was no alleged malfunction with the altatrack guidewire.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2: date of birth not provided. Block b6: no information available. Block c: not applicable for this device. Block d4: serial # not applicable. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is united kingdom. Blocks h3: the altatrack guidewire was discarded and not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Block h6: no device or use related root cause has been identified. Dissections during this kind of procedure are a known side effect and are covered by the device risk management. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.